Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip the plunger was damaged and the molding of the barrel defective. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that product had multiple issues: plunger rod broken, and the molding of the syringe barrel is defective. The plunger is broken in the same spot near the end. The actual cylinder is deformed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. The samples were received by bd for evaluation. An investigation was performed regarding the reported issues of plunger rod broken, stopper is defective, and the molding of the barrel is defective, with lot #: 1257939, regarding item #: 30965780. After reviewing the samples and inspecting them per (B)(4) the following defects were observed; however, it should be noted that all of these defects were not seen on all of the samples. 1) damage causing leakage at barrel tube or tip; cracks holes or splits. 2) damage affecting function of barrel or plunger. 3) stopper angularity. 4) damage not affecting function of barrel or plunger. A review of the device history record was completed for batch #: 1257939. All inspections and challenges were performed per applicable qc specifications. There were (0) notifications noted that pertained to the complaint. Complaints received for this device and reported conditions will continue to be tracked and trended and information will be captured on trend reports. Quality team will regularly review the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.